Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for alleged device tilt. Investigation is reopened due to additional information provided. The following allegations have been investigated: celect - pe (saddle embolus), filter occlusion (thrombus), blood clots, unable to retrieve, migration, tilt, anxiety, limited physical activity. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety and limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No other complaints on lots. Product is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to prevention of deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging device tilt, migration, is unable to be retrieved, and blood clots. Patient notes and further alleges experiencing "anxiety regarding migration of unit, pieces breaking off causing artery perforation, heart, brain or other organ damage or death/permanent disability". Additionally, patient notes limited ability to participate in physical activity. Of note, patient received a g2x filter (non-cook product) on (B)(6) 2010 due to a history of dvt and pe which was successfully removed on (B)(6) 2010. Additionally, the patient received a bird's nest filter (cook) on (B)(6) 2013 for prevention of dvt/pe which the patient alleges is not at issue. Per the ivc (inferior vena cava) cook celect filter placement reported dated (B)(6) 2013: "a cook celect retrievable ivc filter was then deployed under continuous fluoroscopic visualization with the apical hook of the filter at the upper l2 level. A repeat inferior venacavogram confirmed the filter was in appropriate position, well centered in the ivc". Per the CT (computed tomography) of the abdomen and pelvis dated (B)(6) 2013: " examination shows what appears to represent a cook celect ivc filter which is tilted and angulated with a one the limb stretching superiorly. While the ivc appears free of clot there is clot filling most of the right external iliac vein and extending into the right common iliac vein up to the bifurcation. The left iliac vein appears to be free of clot at this time". Per the (B)(6) 2013 ivc filter (bird's nest) insert with imaging: "indications: 50-year-old male patient with past medical history of dvt and pe who underwent elective placement of a cook celect optional filter (B)(6) 2013 prior to bilateral hip replacement surgery. The patient now presents with recurrent pe with cor pulmonale. A CT of the abdomen and pelvis today showed marked tilting of the infrarenal ivc filter with question of right iliac venous dvt...conclusions: 1. Patent right iliac veins. 2. Tilted infrarenal cook celect filter with a deformed filtration leg and trapped clot protruding cranially through the interstices of the filter. 3. A cook bird's nest filter was deployed in the infrarenal ivc just above the cook celect filter without evidence of dislodgment of the previously described thrombus".

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.